Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the rv lead was replaced with a non-medtronic lead, and the rv will not be returned as it could not be extracted.

Event description:
It was reported that the patient presented to the hospital, and it was noted that the right ventricular (rv) lead had administered multiple episodes of inappropriate therapy/shock. Evaluation of data indicated several short non-sustained ventricular tachycardia (nst) and ventricular fibrillation (vf) episodes with artifacts, and suspected rv lead fracture. The rv lead remains in use, and physician contacted. ICD detections were closed, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrthymia therapy. Analyst commented, vf detected episodes with inappropriate shocks, and 1891 ventricular sic since last session 13 hours ago. 47 non-sustained tachycardia (nst) and ventricular fibrillation (vf) episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2015. Apparent noise oversensing seen on egms for episodes. Lead failure predictor triggered on (B)(6) 2015 for ventricular sic less than or equal to 30 in 3 days and 2 or more high rate non sustained episodes. Ventricular tachycardia non sustained and vf detected episodes with lead noise oversensing. Concomitant medical products: 4195, lead, implanted: (B)(6) 2010. (B)(4).